Event description:
It was reported that there was a high impedance value pre-operation. It was stated that the combination c-7 had the high impedance value of 2800-3000 ohms. It was noted that there was not an open circuit or a break, just that upon interrogation, they were prompted to take a look at a high value. There were no malfunctions seen, and no interventions taken. It was stated that the patient was not receiving effective therapy. Further information on this event has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 64002, lot# n295684, implanted: (B)(6) 2012, serial: (B)(4), product type programmer, patient; product ID 3387s-40, lot# v103455, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v103455, implanted: (B)(6) 2008, product type lead. (B)(4).